Event description:
The system 5 reciprocating saw was sent for evaluation due to debris coming from the unit during testing. There was no pt involvement; no adverse event was associated with this device.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.